Manufacturer narrative:
Received one ias12-100lpi in opened unoriginal package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The distal end of the trocar tip was fractured. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force and once a safe and proper entry has been achieved, ensure that the black line at the distal tip of the airseal access port is visible within the cavity at all times the airseal access port is being used for insufflation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a laparoscopic esophagectomy and ¿the tip of the cannula was broken when the trocar was removed, but since the broken piece could not be found, it was determined that it had not fallen into the abdominal cavity and the wound was closed.¿ the procedure was completed without an alternate device. After further assessment, it was found ¿the broken piece have not been found inside the abdominal cavity or outside the abdominal cavity. They searched the abdominal cavity but could not find the broken piece, so they closed the wound, thinking that it had not fall out. So, they are thinking that the possibility of the broken piece remaining in the abdominal cavity cannot be ruled out". There was no report of medical intervention or any prolonged hospitalization for the patient. There was a delay to the procedure, ¿the search for debris in the abdominal cavity may have stretched 15 to 30 minutes¿. This report is being raised on the basis of injury due to fragmentation, although not found in the patient, they cannot produce the piece and its location is unknown.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a laparoscopic esophagectomy and ¿the tip of the cannula was broken when the trocar was removed, but since the broken piece could not be found, it was determined that it had not fallen into the abdominal cavity and the wound was closed.¿ the procedure was completed without an alternate device. After further assessment, it was found ¿the broken piece have not been found inside the abdominal cavity or outside the abdominal cavity. They searched the abdominal cavity but could not find the broken piece, so they closed the wound, thinking that it had not fall out. So, they are thinking that the possibility of the broken piece remaining in the abdominal cavity cannot be ruled out". There was no report of medical intervention or any prolonged hospitalization for the patient. There was a delay to the procedure, ¿the search for debris in the abdominal cavity may have stretched 15 to 30 minutes¿. This report is being raised on the basis of injury due to fragmentation, although not found in the patient, they cannot produce the piece and its location is unknown.